Event description:
It was reported that the patient experienced a return of their pre-existing pain. High impedances were observed on the spinal cord stimulation (scs) leads. The patient underwent a procedure where the leads were removed and replaced. Post operatively, the patient was doing well. The explanted leads will not be returned as they were disposed by the hospital.

Manufacturer narrative:
Additional pro code: qrb additional suspect medical device component involved in the event: brand name: infinion? Cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7074086 UDI: (B)(4).